Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 12/11/2013 with the following findings: battery compartment crack from seal case to the bottom of the finger pad grip. Unrelated to this complaint, the display is dim and reddish. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment and a dim discolored display. This report is made based on the results of an investigation completed on 12/11/2013.